Manufacturer narrative:
(B)(4). Batch #u5d24m. Investigation summary: the analysis found that one pve35a device was returned with no apparent damage and with three reloads present. The reloads were received fully fired. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. It should be noted that as part of our quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the device performed without any difficulties noted. No short cut-absent cut was noted during functional testing. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a thoracoscopic pneumonectomy, the device could not cut the target tissue at the firing. It was used for the lower pulmonary vein at the time of right lower lobectomy, and there was no bleeding or tissue damage. At the first firing on the left lower pulmonary artery, there was no issue. During the second firing, after central ligation, the left lower pulmonary vein was fired together with the ligature, and the staple was not dissected with one needle hooked on the anterior side of the blood vessel. During the third firing, additional ligation was performed on the central side, and the peripheral side of the left lower pulmonary vein was fired. The anterior vascular adventitia was slightly torn and staples were not formed normally. Abandoned the dissection suture with staples and dissected with metsen to finish the vascular treatment. The cartridge staples were deployed when the sales rep received the device. There were no adverse consequences to the patient. No further information is available.